Event description:
The physician's office reported to the manufacturer's company representative that the patient was admitted to the hospital with increased seizures. No additional relevant information has been received to date.

Event description:
Upon follow-up with the treating physician, the increased seizures were not related to vns. The patient had been seizure free for several months after vns therapy. The patient had an illness and other underlying yet undiagnosed progressive disorder that was contributed. Vns settings and anti-epileptic medications were adjusted. The seizures were then well controlled.